Event description:
It was reported that during an interventional procedure, a balloon tear occurred. The lesion was located in the right superficial femoral artery (sfa). The polar catheter .035 - 5/100/120 balloon was inflated 10 times. When the catheter was removed from the patient, the balloon was "hung" on the sheath. The balloon was withdrawn with difficulty, and a tear was observed. The procedure was completed successfully. The lesion was stented with an unspecified device. No patient injuries or complications were reported. The patient status is reported as "ok". Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.